Event description:
It was reported that a physician, trained in the use of the proglide device, attempted arteriotomy closure of the slightly calcified, common femoral artery after a diagnostic procedure. Reportedly, the suture came straight out of the patient when the physician pulled the rail suture. Manual compression was applied to achieve hemostasis. There were no reported adverse patient sequelae.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. A review of the device history record did not produce any findings relevant to this report.